Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without any performance allegation. Upon analysis of the returned components, a device issue was noted. No further information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected, functionally and leak tested. The pump did not pass the deflation test; however, it met both visual inspection and leak test requirements. The cylinders were visually inspected and leak tested, with no anomalies identified. The reservoir was visually inspected and leak tested. Visual inspection identified a hole consistent with damage from a sharp instrument, and leaks were detected. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefits for the product. Based on the information available and analysis results, tithe pump not passing the deflation test could have caused or contributed to the device being removed. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.detailed product information for the inflatable penile prosthesis (ipp) was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.